Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung biopsy laparoscopic procedure, the surgeon was able to squeeze the handle but the device did not fire. Functionality tests were performed to determine that the device did not fire. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph. The photos show an instrument on a table. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Based on the photographic evidence available the reported condition of the instrument would not fire was not confirmed. If information is provided in the future, a supplemental report will be issued.